Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the phenomenon occurred due to any of following possible causes. - physical stress - chemical stress - bad storage environment, such as in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays or ultraviolet-rays

Manufacturer narrative:
Local service department checked the subject device and found that the phenomenon occurred due to deterioration. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that the coating of insertion section was peeled off. There was no report of patient injury associated with the event.